Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a storage space failure. A field service engineer assisted customer, and customer was able to recover from the failure without any issues. The fse explained the es refrigerator functions to the customer and reviewed the drawer recovery procedures. The system functioned as intended after the field service engineer assisted customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, storage space failed. User tried to recover the drawer and reboot the device but stated maintenance required. User was shut down the station by unplugged the power cord and reconnected, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.